Event description:
Caller alleged imprecision with inratio results. Results as follows: first test inr = 3.2, second test inr = 3.1, third test inr = 2.9, fourth test inr= 2.3. Technical support updated this case on 11/30/2006. Date 11/30, inratio 2.4, lab 2.3.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060600: first test inr = 3.2, second test inr = 3.1, third test inr = 2.9, fourth test inr = 2.3. Mean = 2.8; sd = 0.15; %cv = 5.3%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The time interval between tests was > 3 hours. The comparison was considered invalid. Updated this case on 11/30/2006. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 11/30, inratio 2.4, lab 2.3, mean 2.35, confidence limits 1.6-3.4. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the condfience limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time.